Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started normothermia 5 hours ago in an arctic sun device with temperature of 95.7f and now patient temperature (pt) was 94.6f, water temperature (wt) was 75.9f, targeted temperature (tt) was 98.6f, rewarm rate 0.6f/hr. Water flow rate (wfr) was 3.3 l/m, system diagnostics outlet monitor temperature (t1) was 75.9f, outlet control temperature (t2) was 76.1f, inlet temperature (t3) was 76.3f, chiller temperature (t4) was 39.7f, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours were 190.1, pump hours were 155. Had them stop therapy and empty pads. Device alerted water reservoir level (wrl) below minimum. Walked through adding 1 liter of water to device. Restarted therapy and water flow rate (wfr) stabilized at 3.6 l/m. Advised to let the device run for 30 minutes and they will call back to check in and see if the heater was engaged and if the water temperature (wt) was increasing. 30 minutes later water temperature (wt) was increased to 86f, patient temperature (pt) was increased almost half a degree to 95f, and heater command (hc) was 45 percentage. Encouraged to call back if patient temperature (pt) drops and water temperature (wt) was not responding or if they had any questions. Sn # (B)(6).

Event description:
It was reported that the patient started normothermia 5 hours ago in an arctic sun device with temperature of 95.7f and now patient temperature (pt) was 94.6f, water temperature (wt) was 75.9f, targeted temperature (tt) was 98.6f, rewarm rate 0.6f/hr. Water flow rate (wfr) was 3.3 l/m, system diagnostics outlet monitor temperature (t1) was 75.9f, outlet control temperature (t2) was 76.1f, inlet temperature (t3) was 76.3f, chiller temperature (t4) was 39.7f, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours were 190.1, pump hours were 155. Had them stop therapy and empty pads. Device alerted water reservoir level (wrl) below minimum. Walked through adding 1 liter of water to device. Restarted therapy and water flow rate (wfr) stabilized at 3.6 l/m. Advised to let the device run for 30 minutes and they will call back to check in and see if the heater was engaged and if the water temperature (wt) was increasing. 30 minutes later water temperature (wt) was increased to 86f, patient temperature (pt) was increased almost half a degree to 95f, and heater command (hc) was 45 percentage. Encouraged to call back if patient temperature (pt) drops and water temperature (wt) was not responding or if they had any questions. Sn #(B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is within the expected range; therefore, this event is not reportable. The device was not returned. The reported issue was confirmed. The root cause of the reported issue is an underfilled reservoir. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.